Event description:
Two events: [redacted date]: situation: temperature sensing foley with thermistor dislodged. Background: patient with foley catheter inserted on number (per chart) silicone 16f 10, was noted by rn staff to have temperature sensing portion of foley is dislodged. Foley still functioning to drain bladder, not monitor temperature. Assessment: continued monitor of device/line to ensure to harm to patient. Recommendation: possible issue related to device/manufacturer. [Redacted date]: situation: patient with temp sensing foley was noted to have thermistor no longer in place after repositioning. Background: pt in 305 is on ECMO, has a temperature sensing foley with a statlock. Rn noted that after repositioning, catheter remained intact except the thin temperature wire was no longer inside of the foley. Upon inspection of the foley, it is functioning normally, no leakage or trauma to the foley. Assessment: we assessed the foley, and using a sterile syringe, attempted to aspirate the empty thermistor lumen. It seems the integrity of the catheter is intact. An esophageal temperature probe was placed by the rn. Recommendation: risk benefit to new foley insertion for temperature monitoring was weighed. I am attempting to find other evidence or literature of this occurring. Unable to deliver product at this time. Other quality issues with this product reported in medsun reports: (B)(4).